Event description:
It was reported that the patient was hospitalised on (B)(6) 2026 with hyperglycaemia while wearing the pod between 5 and 24 hours. The patient¿s continuous blood glucose monitor (freestyle libre 2 plus) measured the patient¿s blood glucose at 22 mmol/l (396 mg/dl); however, a fingerstick test measured 31 mmol/l (558 mg/dl) (abbott were informed of this event and the discrepancy on (B)(6) 2026). The patient reported that their pod was leaking insulin. The patient also reported that they were experiencing blurred vision. The patient presented at the hospital where their blood glucose was measured at 32 mmol/l (576 mg/dl) and that their ketones were ¿good¿ (no measurement provided). The patient was treated with novorapid (insulin aspart). The patient was discharged the next day on (B)(6) 2026. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: not available omnipod software app version: not available operating system: not available hardware: not available cgm sensor type: not available.please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.